Event description:
The customer reported ion-selective electrode (ise) electrode drain was overflowing and approximately 50 ml of contained fluid leaked into the ise tray on their unicel dxc 600i synchron access clinical system. The leak consisted of ise reagents and waste product. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment or results are associated with this event. The customer did not review the msds; however, the facility does have an exposure control or risk management plan in place.

Manufacturer narrative:
On (B)(4) 2012, a field service engineer (fse) was on site and noted the tubing to the waste container was operational. The fse cleaned the waste valve; however, the issue persists. The fse then replaced the waste valve, which resolved the issue. The failure mode of the leak was the valve, 3 way, burket, for ratio pump and ise drain assemblies. (B)(4).